Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging incorrect info - literature. The test strip vials states "hematocrit under 60%" when it should say "hematocrit over 60%". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.